Event description:
Trouble with her right knee, intense pain and swelling [injection site joint pain]. Trouble with her right knee, intense pain and swelling [injection site joint swelling] having to walk with a cane [walking difficulty]. Case narrative: initial information received on 03-jun-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is linked with cases (B)(4) (same reporter case for patient 1). This case involves a 60-year-old female patient who was having trouble with her right knee, intense pain and swelling and having to walk with a cane, after being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2025 around 2 pm, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee (strength:48mg/6ml) once via route intra-articular for osteoarthritis (dosage unknown). First time product used: no. The patient received injection of the problem lot in the right knee. The patient was injected in the left knee with another lot (frslb03 with jul-2027 expiration). On (B)(6) 2025 around 9 am (latency: 19 hrs), the patient called in reporting trouble with her right knee, intense pain and swelling (injection site joint pain) (injection site joint swelling) and reported having to walk with a cane (gait disturbance) (batch number: frslb04, expiry date: dec-2027). She was given a prescription for oral steroids and told to use tylenol and ice-packs for pain and swelling. Pharmacist reported that they had 8 boxes of synvisc-one with that remaining problem lot and have sequestered them until they receive instruction on what to do. Action taken: not applicable for all events. Corrective treatment: prescription for oral steroids, paracetamol (tylenol) and ice-packs for injection site joint swelling and injection site joint pain, using cane for gait disturbance. At time of reporting, the outcome was unknown for all events. Seriousness criteria: intervention required for injection site joint swelling and injection site joint pain. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (lot/batch number: frslb04, expiry date: dec-2027) with global ptc number: complaint-(B)(4). The ptc stated that: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch number frslb04, synvisc one was manufactured for USA on 04-jan-2025 with expiration date of 31dec2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there are three (3) complaints for lot frslb04 and all related sublots. Complaint- (B)(4) frslb04 other pharmacovigilance event, complaint- (B)(4) frslb04 other pharmacovigilance event, complaint- (B)(4) frslb04 other pharmacovigilance event. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. The final investigation was completed on 23-jun-2025 with summarized conclusion as no assessment possible. Additional non-significant information was received on 04-jun-2025 from the pharmacist: ptc details were added. Text was amended. Additional information was received on 23-jun-2025 from the product quality department: ptc details were added. Text was amended.

Event description:
Trouble with her right knee, intense pain and swelling [injection site joint pain] trouble with her right knee, intense pain and swelling [injection site joint swelling] having to walk with a cane [walking difficulty]. Case narrative: initial information received on 03-jun-2025 regarding an unsolicited valid serious case received from a pharmacist. This case is linked with cases (B)(4) (same reporter case for patient 1). This case involves a 60-year-old female patient who was having trouble with her right knee, intense pain and swelling and having to walk with a cane, after being treated with medical device hylan g-f 20, sodium hyaluronate [synvisc one]. The patient's past medical history, medical treatment(s), vaccination(s), concomitant medication and family history were not provided. On (B)(6) 2025 around 2 pm, the patient received synvisc one (hylan g-f 20, sodium hyaluronate) injection in right knee (strength:48mg/6ml) once via route intra-articular for osteoarthritis (dosage unknown). First time product used: no. The patient received injection of the problem lot in the right knee. The patient was injected in the left knee with another lot (frslb03 with jul-2027 expiration). On (B)(6) 2025 around 9 am (latency: 19 hrs), the patient called in reporting trouble with her right knee, intense pain and swelling (injection site joint pain) (injection site joint swelling) and reported having to walk with a cane (gait disturbance) (batch number: frslb04, expiry date: (B)(6) 2027). She was given a prescription for oral steroids and told to use tylenol and ice-packs for pain and swelling. Pharmacist reported that they had 8 boxes of synvisc-one with that remaining problem lot and have sequestered them until they receive instruction on what to do. Action taken: not applicable for all events. Corrective treatment: prescription for oral steroids, paracetamol (tylenol) and ice-packs for injection site joint swelling and injection site joint pain, using cane for gait disturbance. At time of reporting, the outcome was unknown for all events. Seriousness criteria: intervention required for injection site joint swelling and injection site joint pain. A product technical complaint (ptc) was initiated on (B)(6) 2025 for synvisc one (lot/batch number: frslb04, expiry date: dec-2027) with global ptc number: (B)(4). The ptc stated that: based on the complaint from intake team, there was no quality related defect that would attribute to a malfunction a death or serious injury. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers, and assesses possible associations with their corresponding product lot, as part of routine safety surveillance effort to detect safety signals. Batch number frslb04, synvisc one was manufactured for USA on 04-jan-2025 with expiration date of 31dec2027 yielding (B)(4) singles. The incoming component inspection, packaging, and quality control documentation for this lot was reviewed. The investigation showed the product met specification at the time of release. Based on the lack of information, no assessment was possible. It was the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result was identified and mitigated through the nonconforming material or product process. Furthermore, no associated non-conformances were noted for the issue defect at time of release. Trend analysis performed in comet and qualipso: there are three (3) complaints for lot frslb04 and all related sublots. (B)(4) other pharmacovigilance event. (B)(4) other pharmacovigilance event. (B)(4) other pharmacovigilance event. Sanofi would continue to monitor adverse events and perform trend analysis on a periodic basis to determine if a CAPA (corrective and preventive action) was required. Reopened product return received. One box of synvisc one was received as return sample. Box contained a blister pack. Lot number (frslb04) and expiry date (2027-12-31) was visible on the box. Syringe were inside the blister and blister were sealed. Lot number (frslb04) and expiry date (2027-12) was visible on lid and syringe label. Syringe were taken out from the blister pack. Syringe has product in it and no abnormalities observed during the visual inspection of the product. The final investigation was completed on 08-jul-2025 with summarized conclusion as no assessment possible. Additional non-significant information was received on 04-jun-2025 from the pharmacist: ptc details were added. Text was amended. Additional information was received on 23-jun-2025 from the product quality department: ptc details were added. Text was amended. Additional information was received on 08-jul-2025 from the product quality department: ptc results were updated. Text was amended.